Manufacturer narrative:
Date of event: exact date unknown, event occurred a long time ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17203659/17204414.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.